Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the pump logs showed on (B)(6) 2015 a low reservoir alarm occurred and at that time a refill of the pump was not performed due to being hospitalized and having a lithotripsy done due to the patient¿s medical history, kidney stones. The patient had a seizure of an unknown cause and a magnetic resonance imaging (MRI) on (B)(6) 2015. On (B)(6) 2015, the patient developed increase heart rate and increased blood pressure. On (B)(6) 2015 intrathecal baclofen (itb) withdrawal was noted and at this point they had realized the pump needed refilling and possibly empty. A pump alarm was not heard; however telemetry confirmed a critical alarm was occurring. The alarm was due to the zero ml reservoir volume having been reached. The pump logs were checked on (B)(6) 2015; the low reservoir alarm (lra) occurred on (B)(6) 2015 and the empty reservoir alarm occurred on (B)(6) 2015. The physician was refilling the pump on (B)(6) 2015 and was questioning if she needed to do any priming. It was being considered that no priming would be required as there would be drug in the catheter and pump tubing. Other medications (oral, etc.) That the patient was taking at the time of the event were enteral baclofen, ativan, clonidine, gabapentin, and propranolol. The physician played the alarm for the patient¿s mother afterwards and she was able to hear it sitting next to him so they were not sure why it was not heard when it was apparently going off for days. The cause of the seizure was likely from baclofen withdrawal. It was noted that x-ray of baclofen - inadequate quality. Results of the MRI were parenchymal volume loss, asymmetric volume loss involving the right hippocampus. The patient recovered without permanent impairment. The pump was used to infuse baclofen (concentration 2000 mcg/ml and daily dose 430.3 mcg/day).